Event description:
According to the complainant, atrial line is pulling air and not rinsing back, nurse has to do it manually. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.